Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead was oversensing noise. This oversensing was confirmed again when the patient presented to clinic for defibrillation threshold testing on (B)(6) 2021. Inappropriate shock therapy was about to be delivered, but the device was reprogrammed to deactivate high voltage therapy. Inappropriate therapies may have been delivered due to the oversensing prior to the programming changes. The patient appeared to be symptomatic to the high voltage shock. The lead was later explanted and replaced, and the patient was in stable condition throughout.